Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the surgeon indicated the procedure was long and complex, involving another surgical team (ob/gyn) for total hysterectomy and bso as well as an appendectomy with the general surgery team. The surgeon mentioned at least twice that he felt this was human error, but he is not exactly sure what happened. The rep informed him that a previously fired reload would have a safety lock out. The surgeon did not think the firing took excessive force, but it did feel ¿funny.¿

Event description:
It was reported that during a diagnostic laparotomy to right bowel resection procedure, the first two firings of the device with blue loads were fine. On the third firing with a blue reload, when doing the pant-leg anastomosis, the resident started firing the device and it felt like it caught and the resident was hesitant to proceed. The attending surgeon took over and completed the firing, which still felt unusual. Upon release of the device, there were no staples deployed and the cut line was jagged. Another like device was pulled and used to re-do the anastomosis. The anastomosis was tighter with the correction, but the same segments were able to be anastomosed together as planned. The procedure was completed without harm to the patient.

Manufacturer narrative:
(B)(4). Batch # n55159 . The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.